Manufacturer narrative:
(B)(4) was this device serviced by a third party? No no patient information is available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated (B)(6) architect (B)(6) result for one patient in comparison to patient history. The following information was provided:blood drawn in (B)(6):(B)(6).the patient was tested in (B)(6) and was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Correction: material in use at the time of the reported issue was list number 06c36-35 lot number 20306fn00.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g01003. D8 was this device serviced by a third party? No. A review of tickets was performed for reagent lot number 20306fn00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect hbsag, lot 20306fn00 was identified.

Manufacturer narrative:
Component code: g01003. D8 was this device serviced by a third party? No. Clarification to previous report sent 5/10/21; material in use at the time of the reported issue was list number 06c36-35 lot number 20306fn00.